Event description:
Boston scientific received information that an advocate of this patient reported that an unspecified malfunction occurred with this device system, involving a loose wire. The patient with the device system entered ventricular fibrillation (vf) and the device was unable to provide appropriate therapy, resulting in external shock and pace to the patient. The patient was reportedly stabilized. A revision procedure was performed and the device was explanted. The status of the implanted right ventricular (rv) and right atrial (ra) leads was unspecified. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.